Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 400 mg/dl. The customer stated they felt symptoms of vomiting and blurry vision. The customer was treated for their blood glucose with IV insulin bags. The customer stated that they had issues with no delivery alarms. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer sent back their insulin pump back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.